Event description:
It was reported that a vena cava filter was removed from the pt and upon inspection, it was discovered that one of the legs had allegedly detached from the filter and remained in the pt. During the retrieval, there were no difficulties encountered and the filter was removed with a recovery cone. The physician attempted to remove the detached leg with a snare; however, was unsuccessful. Reportedly, the leg had endothelialized in the cava wall. The pt is reported to be asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The explanted filter was returned; the device evaluation is underway.